Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: nov 18, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer were evaluated. The photographs displayed the suspect lens inside the patient's eye; a triangular-shaped damage can be observed on the lens. Visual inspection revealed that the complaint device was received with the plunger rod fully retracted. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, revealing no damage or viscoelastic residue. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and no issues were identified. The gauze and bag were inspected and no lens was returned. Further evaluation of the handpiece revealed that the lens appeared to have been delivered through the cartridge tip. The lens module appeared to meet assembly instruction and inspections; no apparent damage to the upper rail of the lens module was observed. The bottom jaw of the pushrod tip appeared to be slightly deformed and was most likely due to excessive force. The cartridge was submitted to dye stain testing resulting in the dye stain appearing lighter than normal; however, the result may be influenced by the delivery of the lens; therefore, there is insufficient data to confirm that there was an issue from the manufacturing process. The complaint issue "cosmetic issues" was not identified during photograph and product evaluation. The observed "lens damaged" from photograph evaluation is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, that after implantation of the preloaded monofocal intraocular lens (iol). The doctor noticed, that the lens was marked at its center. They stated, that it was a manufacturing defect, there was no misuse,e during implantation and no stress on insertion. The mark was observed, after the iol unfolded in the bag. The lens was removed and replaced by the back up iol. The surgical time was delayed by 15 minutes. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded. And therefore, are not available. Section d6a: if implanted, give date: n/a. As lens was removed/replaced, during the same procedure. Section d6b: if explanted, give date: n/a. As lens was removed/replaced, during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.